Event description:
Information was received from a patient (pt) representative (rep) regarding an external device. The reason for call was caller reported that last saturday they were charging the left implantable neurostimulator (ins) and the equipment for the left ins said low bat tery, but was working, albeit maybe a little slow. Caller said the controller for the right ins only got as far as looking for a device and then stayed on 'low battery.' Caller reset the controller, but immediately a triangle came up saying low battery replace batteries, so they put two aa batteries in the controller, but then controller displayed a message to use the battery that came with the equipment. Caller mentioned the battery door had a broken prong and wondered if that was the issue (also mentioned the other controller's battery door comes open on its own). Caller confirmed the controller was fully charged to 100% when plugged into the ac power supply on saturday, but when they started to charge the patient's implant, the low battery message came up again. Caller confirmed no visible damage to the battery compartment, nor recharger. Caller tried to start a charging session of the implant with the (left) recharger after reset of controller, but reported seeing 'memory problem,' entered the date and time, then saw 'no device found.' Caller said the right ins was likely around 50-60% charged. Caller selected 'recharge' and saw 'replace controller batteries soon' message again. The issue was not resolved by changing rechargers. An email was sent to the repair department to replace the controller and li battery, as well as battery cover for another controller. Caller asked for medtronic reps' contact information; agent redirected to healthcare provider. Patient mentioned they had covid recently, and they also had heart failure, so they had a defibrillator and a pacemaker, and they wondered if the device (defibrillator) 'went out' and worried there were possible negative interactions between all their implanted devices. Agent sent email to the team to request callback. Patient services (pss) received email on 13january2025 that the agent spoke with patient regarding an issue they had with their scs recharging equipment today. During the call, they made mention of thinking their defibrillator may have gone out. They worried the spinal cord stimulation (scs) device may have negatively impacted the defibrillator. Caller called back on 15january2025 and mentioned they only received 1 controller that the battery pack came in with. Caller could not understand the concept of dummy/non-functioning controller. Caller also mentioned they were able to charge the implant from 60% to 100%. Agent advised caller to call back for any set up questions/instructions. Pt rep called back on 17january2025 with the pt also on the call stating that the controller for the pt's left side was fine and just a little slow, but they got the replacement controller, and no device found kept appearing. Agent reviewed screen meaning with the caller. Agent had the caller initiate an ins recharging session. Caller saw the setup/pairing screens. Caller said that the pt had heart failure and a few things, so it hurt for the pt to stand for too long. Caller was having the pt stand when having the recharger placed over the ins. Caller saw no device found. Agent had the caller tap recharge to go through passive recharge mode. Caller saw unfamiliar device found, so agent had the caller tap recharge. Caller then saw the batteries screen with the controller at 100% and the ins at 90%. Caller also saw recharging excellent, so agent had the caller tap stop and then disconnect the recharger from the controller. Agent had the caller exit of out the batteries screen. Caller then saw the main screen. Agent had the caller lock the c ontroller and wake the controller back up as agent understood that the pairing wasn't completed between the controller and ins. Caller saw the setup/pairing screens. Caller then saw wake external device, so agent understood that the caller pressed trial instead of implant. Agent had the caller go back and select implant. Agent guided the caller through completing the pairing process successfully.

Manufacturer narrative:
B3: event date is confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating they received a letter looking to clarify information reported on the original note. When asked to clarify the issue that occurred with the implant when scs device interacted with the defibrillator, pt stated their heart shocked 28 times and they do not know if it caused or triggered the shocking. When asked about the circumstances that caused this interaction, pt stated they don't know if it had anything to do with that. Pt stated nothing on next steps/actions going to be taken to resolve the issue. Pt stated they haven't had any more shocks. Pt weight- unsure but probably 145 pounds. Agent warm transferred pt to cardiac patient services for further documentation about the defibrillator allegation. Additional information was received from patient representative stating they received the replacement equipment and things were working fine until this weekend. When trying to charge the implant on the left side, they cant get past checking the recharger. Caller stated it won't advance past this screen and they tried both rechargers and still no success. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; confirmed no device found however controller was on the floor. Caller then connected recharger and the screen went from checking the recharger (89) to looking for device (15) and then went dim and then sleep mode. Agent had caller blow in controller port and wipe recharger pins to ensure no debris. Agent had caller try the recharger they use for the right side implant; confirmed it did advance to batteries(49) recharging excellent; controller is 100 percent and the ins is 70 pe rcent. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out (for the left side).

Manufacturer narrative:
B5: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.